Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. After the third attempt, what was used to complete the procedure? In relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via: 2210968-2021-05974, and 2210968-2021-05973.

Event description:
It was reported that a patient underwent a nasal septal reconstruction surgery on (B)(6) 2021 and suture was used. During the procedure, the suture which is passed to be used in nasal reconstruction with graft, which is passed a stitch and the thread is burst, the needle holder is changed, and the stitch is repeated again, the thread is burst again. A third needle holder is used, the stitch is repeated and burst again. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/1/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number am5974, and no non conformances / manufacturing irregularities were identified. Additional information: d4, h4, h6.